Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary finding of thermal damage to the yaw pulley to be related to the customer reported complaint. The instrument was found to have thermal damage at the top of the yaw pulley, likely caused by another energy instrument. No other damage found.

Event description:
It was reported that after the procedure and during central processing, the fenestrated bipolar forceps was found to have a burnt tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information: the instrument was last used during a prostatectomy procedure performed on (B)(6) 2021 on system (B)(4). The instrument was inspected prior to use and there was nothing out of the ordinary noted. It was unknown if there were any instrument collisions. The instrument was not inspected for damage after the procedure. Arcing was not reported by the customer. There was no report of patient injury. The damage was identified during cleaning of the instrument. It was unknown if the instrument was inspected for any damage prior to reprocessing.